Event description:
Caller alleged discrepant inratio results for three patients. Customer was only able to provide data for one patient. Results as follows: inratio: 1.8, lab: 3.5. Time between testing: 3 hours. Therapeutic range: 2.5-3.5. Therapeutic range: 2.5-3.5. (B)(6) 2013: customer called back to report an inr value from a non-coumadin user = 1.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 1.8, reference: 3.5, mean: 2.65. Confidence limit: 1.7-3.8. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Inr result of 1.9 did not have a reference value associated with it. Unable to determine accuracy of this result. No patient information was given. In-house therapeutic donor testing has been performed on reported lot #308055 on (B)(4), 2013. Results as follows: donor: (B)(6), inratio: 2.1, 2.2, 2.3, reference: 3.00, bias threshold: 2.00-4.00, %cv: 4.55; donor: (B)(6), inratio: 2.9, 3.1., 2.7, reference: 2.86, bias threshold: 1.86-3.86, %cv: 6.90. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than (B)(4). Precision criteria has been met. No further investigation is necessary. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.